Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that data review was requested due to a discrepancy in the event counters. A download of the session files was performed by a boston scientific technical services consultant. There were no resets or faults in the recent firmware log. The consultant suspected the first session resulted from corrupted telemetry transmission and the actual data was not corrupted. The device was re-interrogated, and the counters were accurate. Episode review identified oversensing of what possibly were p-waves at an actual rate of approximately 120bpm to 130bpm. X-ray appeared to show the tip of the electrode off to the right side over the pectoral area which could have contributed to the oversensing. The patient subsequently received two inappropriate shocks in alternate configuration. The consultant stated the electrode position should be revised as there are no programable options. The system remains in service and no additional adverse patient effects were reported.